Manufacturer narrative:
Literature citation: zhang pp, zhao y, sun j, et al. Safety and efficacy of ablation for atrial fibrillation in combination with left atrial appendage occlusion in octogenarians. Clinical cardiology. 2023;46(10):1202-1209. Doi:10.1002/clc.24099.

Event description:
It was reported via literature that multiple serious injuries occurred. A multi-year retrospective, single center study was completed to evaluate the efficacy of catheter ablation combined with left atrial appendage (laa) closure as a feasible way in restoring sinus rhythm and preventing stroke in patients over eighty (80) years of age. Procedure summary: five hundred and five (505) patients underwent laa closure procedures with watchman 2.5 closure devices from march 2018 to december 2020. All patients underwent standard pulmonary vein isolation (pvi), and additional liner ablation was performed according to the physician's discretion. The endpoint of ablation was left and right sided pulmonary vein electrical isolation and restoring sinus rhythm by either ablation or electric cardioversion. Implantation of the watchman closure device was performed immediately following ablation. Laa anatomy was assessed through angiography. The closure device was deployed, and release criteria was assessed. After all release criteria was met, implantation was completed, and the procedure concluded. Post procedurally all patients were treated with either warfarin or non-vitamin k antagonist oral anticoagulant by discretion of the implanting physician. All patients were clinically evaluated three (3) and six (6) months post index procedure and every six (6) months thereafter, and whenever procedural related symptoms arose. Patient status: small pericardial effusions were identified via post procedural echocardiography in four (4) patients and no intervention were required. Two (2) patients developed cardiac tamponade and a pericardiocentesis was performed in each instance. Peri device leaks measuring less than or equal to 5mm occurred in ninety-seven (97) patients. Five (5) patients developed device related thrombus and in response oral anticoagulant medication was continued for these patients. Thrombus occurred in ten (10) patients. Two patients experienced transient ischemic attacks (tia) and ischemic stroke occurred in six (6) patients. None of the tia or ischemic strokes resulted in long lasting physical disabilities. Death of unspecified causes occurred in sixteen (16) patients. One (1) patient experienced gastrointestinal bleeding one (1) year post procedure. Patient status: no further information on the status of the patients is available.